Manufacturer narrative:
The monopolar curved scissors (mcs) tip cover accessory has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument and/ or accessory is returned (post engineering evaluation) or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the tableau logs identified that a benign hysterectomy procedure occurred on (B)(6) 2021. However, there was no monopolar curved scissors (mcs) instrument documented as used. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: it was alleged that the mcs tip cover accessory fell inside the patient during a da vinci assisted procedure with no evidence or claim of user mishandling/misuse. The mcs tip cover accessory was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the accessory to fall off of the instrument. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended items falling into the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the monopolar curved scissors (mcs) tip cover accessory was dislodged from the mcs instrument and dropped in the cavity upon removing the instrument from the patient. The scrub technician noticed that and notified the surgeon immediately. The scope was introduced again to find and retrieve the mcs tip cover accessory from the bowels of the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the robotics coordinator stated that they were able to remove the mcs tip cover with another da vinci instrument with no repot of patient injury. There were no instrument functional issues and there was no issue with removing the mcs from the patient. They noticed the mcs tip cover accessory was not on the mcs the moment they removed the instrument from the patient. No medical intervention was required to address the issue. Electrolube was used after the tip cover had been installed; not prior to installation. The robotics coordinator clarified that they are concerned with using the mcs tip cover accessory and mcs instrument since the accessory is not radio opaque. They would like to see this changed as it is standard practice for them to perform an x-ray when any part/piece is missing for an instrument. The procedure was completed with no report of patient injury. The robotics coordinator did not report that they would return the instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".